Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer prompted a re-initialization request. The pacemaker's memory content was inspected. The inspection revealed that the device switched into the safety backup mode on the (B)(6) 2015 at 08:01:40. Further inspection showed that the warning message mentioned in the complaint description resulted from the detection of invalid memory content. Several unsuccessful resets performed on the (B)(6) 2015 were documented in the device memory. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However the activation of the safety backup mode does not indicate a material or manufacturing problem. After successful re-initialization the device was operating as expected and the battery status was found to be "ok." In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields should be taken into consideration. After successful re-initialization the device was operating as specified and the battery status was "ok." The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
A pocket revision procedure was performed on a patient implanted with this device in (B)(6) 2014. Prior to the implant, longevity of the device was recorded at 9 years and 3 months. During the procedure, the device was interrogated and longevity was shown as eri. An error message has also popped up for the eri. It was suspected cautery might have been used too close to the device. All attempt to fix this issue were unsuccessful. Device explant was recommended.